Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion and posterolateral fusion from l3-l4. He was implanted with rhbmp-2/acs. Post second surgery, the patient suffered from continued low back pain with radiculopathy into his lower extremities. Currently, the patient continues to experience chronic low back pain with radiculopathy down his left leg. He has difficulty walking. He suffers from cauda equina syndrome. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.